Manufacturer narrative:
(B)(4)- the device was not returned for investigation and no device malfunction was alleged. The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A female patient with long standing persistent atrial fibrillation underwent a video-assisted thoracic maze procedure with left atrial appendage exclusion. After 10 pairs of ablations utilizing the eml2 clamp, bleeding was observed at the roof of the left atrium in the transverse sinus. Surgeon attempted unsuccessfully to control the bleeding by packing the transverse sinus with ray-tec sponges. Patient was then placed on femorofemoral bypass and the injury was repaired with a stitch. There was no reported device malfunction, and the adverse event was the result of a procedural complication.